Manufacturer narrative:
Phone number: (B)(6).

Event description:
The customer reported that "speaker malfunction" inops. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.